Event description:
This is report 2 of 2 for the same event. It was reported that prior to surgery the attachment device was "overheating". A spare identical device was available for use. The reporter stated that the spare device also "overheated". A second spare identical device was available for use. There were no delays to the planned surgical procedure. There was no patient involvement reported. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.